Event description:
Single account reported to dade behring two clinical s. Aureus isolate oxacillin mic discrepancies. The account obtained an oxacillin susceptible result on the dried pos bp combo panel type 20 lot#2006-04-29 panel and an oxacillin resistant result on a secondary method.